Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the device was inserted without difficulty and adequate mark was achieved. The needles were deployed, the sutures were retrieved, and the foot was parked. When the physician attempted to retract the device, the device could not be removed. The foot was then opened and closed. In another attempt to remove the device, as the physician pulled, he heard a "pop". The handle, guide and distal guide came loose and the sheath remained in the patient's artery. Hemostasis was achieved by applying manual compression. The patient was taken to surgery for device removal. The patient was discharged within two days and is doing "fine". There are no reports of any further adverse patient sequelae.